Event description:
Treatment of a dural fistula with onyx. It was reported during onyx injection, the catheter became blocked and ruptured under further pressure. Onyx was observed in one of the feeding vessels to the fistula. No patient injury reported. Same event as MDR # 2029214-2010-00040.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 3.6 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. (B) (4).